Event description:
It was reported that the customer alleged that the pump battery gauge was fluctuating, however, a data log review by tandem technical support could not confirm this, but confirmed the pump battery was depleting quickly. Reportedly, the pump had shut off. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.